Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation has been completed. An event history log review was performed, and it identified the following alarms: system errors (se) 2201 and 2265, reload the set 201, check lines and bags, and low drain volume. No abnormalities were noted during visual inspections. During hc functional testing, a reload the set 153 alarm occurred. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met upon release during previous service events. The cause of the discovered reload the set alarm was determined to be a malfunctioning membrane gasket. The membrane gasket was replaced and the device was able to pass all functional, electrical, and simulated therapy testing. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified problem occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.